Event description:
A male pt contacted lifecor customer support to report that he experienced an arrhythmia alarm but removed the system during the alarm. He also reported that one of his battery packs was flashing the "battery pack fault" led when on the charger, but appears fine when in the monitor. Support asked for a download to review both. The pt agreed to do this in a couple of hours. Pt download revealed "battery pack fault" flags on one battery pack and one arrhythmia alarm 6 days earlier caused by ECG noise, likely from ECG electrode movement. A subsequent manual recording in the download was noise free. Support explained the results of the review to the pt and provided a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.